Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; device passed all incoming functional tests. Analysis found the battery drawer is contaminated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that device was in use with a patient when it was noticed that the set rate of 80 was much higher. The biomed tested the device and the rate was measuring as high as 179 ppm (pulse per minute) when set at 80 ppm. It was also reported the device malfunctioned. The device was returned for evaluation. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).